Event description:
It was reported that an angled long saber attachment overheated during performance testing. There was not pt involvement, no adverse event was associated with the device.

Manufacturer narrative:
It is not possible to determine the cause of the event without an eval of the device. Add'l info will be submitted if the device is received and the quality investigation is completed.